Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an acute aortic dissection was noted. Subsequently, an aortic valve replacement and ascending aorta replacement were performed. The patient recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the dissection was caused by the valve dislodging during implant. The valve inflow crown may have contacted the ascending aorta. The dissection was confirmed via echocardiogram. The valve was explanted because of the dissection and a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.  However, medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the dcs caused or contributed to a death or serious injury. The valve caused the dissection. Section d information references the main component of the system. Other relevant device(s) are: product ID evolutpro-26 serial/lot d258496 use by date 2021.10.02 UDI (B)(4). Updated/corrected h.6 - device code (valve - c62950, delivery catheter system (dcs) - c76126, method code (both valve and delivery catheter system), results code dcs - 213 previous filed 3221 applies now to the valve, conclusion code dcs - 4310, previous 67 now applies to the valve product analysis: the valve was discarded upon explant, therefore no product return can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.